Event description:
It was reported that the system displayed a charger error during a pain management case. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and determined that the system batteries were dead and needed to be replaced and that the battery charger pcb was faulty. Ge rep ordered parts, parts have not yet been received or installed.